Event description:
Device 2 of 2. Reference manufacture report: 1627487-2010-03985. The pt rec'd her scs trial system, including three percutaneous leads (from two separate lots) on (B)(6) 2010. It was reported that the pt was experiencing pain at her incision site for the leads. She reported feeling stimulation, but she still experienced breakthrough pain. She reported that her incision pain made it difficult to sleep. Reprogramming efforts improved her stimulation coverage. However, the pt chose not to move forward with a permanent system, and the leads were explanted on (B)(6) 2010.

Manufacturer narrative:
Evaluation: method: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.